Event description:
On (B)(6) 2019, the patient presented at the emergency room with a pocket infection and was retreated with steroids via IV and prescribed antibiotics (keflex). The wound is open and there is a cavity in the pocket. The stimulator could be seen at last examination. She was implanted on (B)(6) 2019.

Event description:
The physician explanted the inspire system on (B)(6) 2019. The infected pocket site was open before surgery but had no visible infection according to the physician.